Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The customer decided to no longer use the unit and to use another brand instrument. No further action is required by field service. A 13-month complaint history review and service history review for serial number (B)(4) from 12-september-2016 through (B)(6) 2017 for similar complaints was performed. There was one similar complaint identified during the searched period. The aia-1800 operator's manual under appendix 3are as follows: 12.2 calculation failures for high concentration specimens 12.2.2 >h calculation failed due to assay result being over assay range (represented by assay range upper limit value in test file). ->dilute specimen and reschedule assay operation. Print, display (rate value) :outputs obtained value print, display (concentration value) :blank rs232c output (concentration value) : follow the "flag 2"setting of the utility-host screen rs232c output (flag) :> (note: rs232c output (flag) generates a ">") 12.3 calculation failures for low concentration specimens 12.3.1 <l calculation failed due to assay result being under assay range (represented by assay range lower limit value in test file). Print, display (rate value) :outputs obtained value print, display (concentration value) :blank rs232c output (concentration value) : follow the "flag 2" setting from the utility-host screen rs232c output (flag) :< (note: rs232c output (flag) generates a "<"). The most probable cause for quality control out of range for afp and bhcg was unknown. The customer replaced the analyzer.

Event description:
On (B)(6) 2017, a customer reported the quality control for afp tumor markers and bhcg reproductive hormones were not in range on the aia-1800 instrument. The customer made fresh reagents, wash, diluent, and substrate. The customer also repeated a background check and cleaned the wash probe tips but the quality control was still out of range. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in a delay in reporting of quality control results for afp tumor markers and bhcg reproductive hormones. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Correction: added catalog number.